Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the patient developed a pulmonary embolism (pe) along with right ventricular strain on postoperative day one and was in critical condition. The patient's current status is unknown. The initial procedure was completed robotically with no reported intraoperative complications or malfunction of the da vinci system. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.